Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Product investigation has not been completed; no conclusion could be drawn, as no product was received. Part number: 03.037.017, lot number: 9542998, manufacturing location: (B)(6), release to warehouse date: 23jun2015. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a femur fracture. Patient was implanted with one (1) trochanteric fixation nail advanced (tfna), one (1) helical blade implant and one (1) distal locking screw. After the tfna nail had been implanted, the surgeon selected a 10mm cannulated drill bit to drill through the blade screw guide sleeve instrument to form the pilot hole for the helical blade implant. Surgeon had difficulty with the drill bit jamming inside the blade screw guild sleeve. Surgeon used another cannulated drill bit that was available inside the operating room, but again the surgeon was having the same issues with this drill bit jamming inside the blade screw guide sleeve instrument. Due to this issue with both of these drill bits there was a 30 minute time delay during the procedure. Surgery was completed successfully and the patient was reported in stable condition. Sales consultant has no more information to report on this event. Concomitant device report: [helical blade/screw coupling screw] (part #: 03.037.026, lot #: 9519386, quantity: 1),[buttress/compression nut] (part #: 03.037.016, lot #: 9457860, quantity: 1), [130 deg aiming arm ] (part #: 03.037.013, lot #: 9474630, quantity: 1), [10mm cannulated tapered drill bit] (part #: 03.037.021, lot #: f-21984, quantity: 1), [6mm/9mm cannulated stepped drill bit] (part #: 03.037.022, lot #: f-21996, quantity: 1). This complaint involves one (1) device. This report is for a guide sleeve. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation of the returned device the returned device is part of the trochanteric fixation nail advanced (tfna) system. The returned blade/screw guide sleeve (03.037.017) is connected to an aiming arm (03.037.013) via a locking clip (03.037.015) and the buttress compression nut (03.037.016). This provides a cannula to target the oblique hole of the tfna nail. This information is provided per the tfna technique guide. The returned 03.037.017 guide sleeve was visually inspected at customer quality (cq) and found to be missing the red alignment indicator epoxy. The missing epoxy was investigated and does not require any additional investigation in this complaint investigation. Visual inspection also revealed that the distal tang is malformed / bent inward encroaching on the inside diameter which would contribute to the reported complaint condition. Therefore, this complaint is confirmed. Replication of the complaint via functional test could not be performed at customer quality (cq) because the drill bits involved in the event were not returned. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Protection/ guide sleeve drawing (mfg) thru (current) were reviewed during this investigation. No product design issues or discrepancies were observed. A dimensional inspection of the returned device was not performed at cq because the post manufacturing damage (distal tang bent inward) was visually confirmed. Appropriate steps have been taken to address the missing red epoxy issue. Based on the investigation findings regarding the reported complaint condition, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.